Manufacturer narrative:
Experiments were conducted to understand the bias observed with the dsl-elisa prolactin. Per the instructions for use (IFU), the prolactin standards have been calibrated to the world health organization international reference reagent for prolactin. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
A beckman coulter representative reported elevated prolactin results involving dsl active prolactin elisa. The elevated results were discordant to the instructions for use (IFU) and alternate methodologies. The upward shift is approximately 60 percent. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.